Event description:
As reported by the user facility: event #3: reports when injecting an anti-cancer agent (infomid), the valve cracked and leaked. The leakage occurred immediately. The customer then changed to a different lot number. This event has occurred four times between (B)(6).

Manufacturer narrative:
(B)(4). One used caresite valve extension set, without packaging, was received for eval. The valve was examined under magnification, and a crack was observed perpendicular to the female luer lock threads of the molded caresite valve body. The crack started from the top of the valve and extended down to the bottom of the luer threads. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. Bbmi has opened a corrective action and preventive action (CAPA) to further investigate root cause and identify any necessary corrective actions. Based on the initial CAPA investigation, cracking can occur when the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. The CAPA investigation into this issue is ongoing. Following the receipt of add'l info and/or completion of the CAPA investigation a follow up report will be filed.